Manufacturer narrative:
A review the remote monitoring system data for this crt-d system confirmed that the device was interrogated in the clinic on (B)(4) 2013. It was also confirmed that the there was only one out-of-range shock impedance measurement, as all other shock impedance measurements were stable and between approximately 56 and 60 ohms. Additionally, no noise was present on the shock egms. The specific cause of the one out-of-range shock impedance measurement could not be confirmed, but we suspect that the device may have been exposed to electromagnetic interference (emi) at the time the test was performed. It was also reported that the facility plans to continue monitoring the patient.

Event description:
Boston scientific received information that high out of range shock impedances were triggered on this device and right ventricular lead. No adverse patient effects were reported. It was noted that the patient could be reached thus a revision could not be performed.

Manufacturer narrative:
Should additional information become available this investigation will be updated.